Manufacturer narrative:
Information was not provided by the reporter. No consequence to the patient reported. Separates is not labeled in the IFU. Product not returned to assist in the investigation. This device is inspected 100%, which includes performing an air pressure test on each order received and inspection of stopcock, shrink tube, and connecting tube secure attachment. Multiple process controls are in place to confirm the interface between the check-flo body and extension tube, which in this case had separated during use. Risk analysis has been performed resulting in corrective action being initiated based on prior similar complaints and implemented on (B)(6) 2011, which is prior to the manufacturing date of the complaint device. The CAPA was verified effective on (B)(6) 2011. With the addition of this complaint, the risk to patient remains acceptable and no further risk reduction activities are necessary at this time. The appropriate internal personnel have been notified and we are continuing to monitor complaints for similar events.

Event description:
The side arms became detached during the procedure. The performing physicians had to manually stem the blood flow from the side hole of the sheath with manual pressure being applied until it was safe to remove the sheath from the patient. The complainant did not report any adverse effects and the patient did not require additional procedures due to this occurrence.